Event description:
A surgeon reports a pt with an unexpected postoperative surprise following intraocular lens (iol) surgery. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested on 08/11/2008, 08/25/2008, and 09/02/2008 by phone, fax and mail. A completed questionnaire has not been received.